Manufacturer narrative:
Follow-up indicated the patient had a CT scan performed. The patient's symptoms have been resolved. The patient recovered without sequelae and continues to use therapy. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
Nevro is awaiting prognosis of the patient's condition.

Event description:
It was reported to nevro that a patient experienced a csf leak during the implant procedure. The patient was sutured during the procedure; however, there was continued leakage. Follow-up report indicated that the patient received two blood patches, which did not resolve the issue. The patient will discuss with his physician on what medical intervention will be provided.